Event description:
It was reported that while performing cataract surgery, the intraocular lens (iol) was opened to implant and a small "bump" defective area was noted toward the tip of the cartridge on the right side. The doctor still attempted to place the lens in the patient's eye, however while advancing the lens for insertion, the cartridge began to split at the defective area. A new iol (same model and diopter) was implanted without incident and the patient had a successful surgery outcome. There was no additional surgical or medical intervention required and no patient injury. No further information was received.

Manufacturer narrative:
Unknown, information was requested but not provided. If implanted, date: not applicable, as lens was not implanted. If explanted, date: not applicable, as lens was not implanted. Hence, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.